Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set broke in the needle hub event on (B)(6) 2026. The patient experienced high blood glucose 500mg/dl. No further information available.